Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) not accurately recording the atrial fibrillation (af) events which caused an inaccurate af burden reporting. It was noted that there was missing data from the past few months. The ipg remains in use. No patient complications have been reported as a result of this event.